Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user observed insulin leaking from the cartridge/chamber during a supply change, and troubleshooting revealed the cartridge had been overfilled; after the user filled a new cartridge with 130 units, the leak stopped. Symptoms included hyperglycemia with a reported blood glucose of 261 mg/dl for approximately two hours, without other acute symptoms. Outcomes included temporary loss of glucose control without need for medical intervention, hospitalization, or use of backup therapy. Investigation included customer interview and guided troubleshooting. Investigation of this case revealed user overfill leading to cartridge leakage and interruption of insulin delivery, which resolved with correct fill volume. It was concluded that the event was attributable to use error related to overfilling rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.